Event description:
Ous MDR - after an implantation time of about 18 months, it was reported that the device could not be interrogated. No dates were provided. No adverse pt side effects were reported. The device was explanted.

Manufacturer narrative:
Ous MDR.